Event description:
During a rotator cuff repair, 2 needles broke off in the pt. As the neddle was being passed through the cuff, the tip hit the acromion and broke. Both needles broke off at the same location at the suture notch. Needle tips were not removed. Sales rep stated that the surgeon was performing the rotator cuff repair and was using arthrex anchors with fiberwire with the epass system. No delay took place, as add'l needles were avaialble and used to complete the repair. The surgeon did not x-ray the pt to locate the tips of the needles.

Manufacturer narrative:
Devices are not being returned for eval. As reported by the cusotmer, the needle hit a boney structure (acromion), which resulted in its failure. Device is designed to be used in soft tissue only.